Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-00618. Additional information gathered via follow-up revealed the patient's ipg and lead were explanted and replaced to address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2021-00618. It was reported the patient has been receiving inadequate/ineffective therapy. In turn, the patient plans to undergo surgical intervention to address the issue.